Event description:
It was reported that during a selenia procedure the customer saw that the c-arm will not stop on set angle and continued rotating until it was upside down. A field engineer examined the equipment and the unintended movement was unable to be confirmed. A blown fuse was replaced on gantry and the tomo and brakes tested normal. It was reported that a software update was advised to the customer. The system met the manufacturer´s specifications. No patient or staff injury reported.